Manufacturer narrative:
Image review: two media files were provided for review. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 91.3mm with a perimeter derived diameter of 29mm suggesting a 34mm evolut. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track and moderate leaflet calcification. Fluoroscopy valve load inspection was performed and confirmed a good load. It was reported that a pre balloon aortic valvuloplasty was performed, and one recapture was required during the implantation attempt. During the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and a new valve was used to complete the procedure. In this case, the protruding calcification most likely contributed to infolding during recapture. It was reported that the infolded valve was not implanted, and a new valve was used to complete the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number(B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. Upon the first deployment attempt, the valve was recaptured due to the implant depth being too shallow. Upon the second deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred as a result of the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated date: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.